Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the liner exchange was "warped". It was reported that the liner would not mate, and that a second liner was opened and used successfully. It was reported that the "warped" liner was disposed of at the hospital. It was reported that there were no adverse consequences and surgical delay was less then five minutes while a new liner was opened.